Event description:
It was reported that the patient died. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. Following deployment, a non-boston scientific drug-eluting stent was deployed but could not pass through the lesion, and subsequently, a 2.75 x 48mm synergy shield drug-eluting stent was implanted in the lad. However, hypotension was developed by the patient, followed shortly by cardiac arrest. Cardiopulmonary resuscitation was administered immediately, but blood pressure continued to decline, and the patient died. The physician believed to be the cause of death was cardiac arrest. No autopsy was performed.

Event description:
It was reported that the patient died. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. Following deployment, a non-boston scientific drug-eluting stent was deployed but could not pass through the lesion, and subsequently, a 2.75 x 48 mm synergy shield drug-eluting stent was implanted in the lad. However, hypotension was developed by the patient, followed shortly by cardiac arrest. Cardiopulmonary resuscitation was administered immediately, but blood pressure continued to decline, and the patient died. The physician believed to be the cause of death was cardiac arrest. No autopsy was performed.

Manufacturer narrative:
Investigation results: device analysis findings: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the reported event of death. The complaint reported the following the placement of the synergy shield stent, the patient developed hypotension followed shortly by a cardiac arrest and died. The death was attributed to the cardiac arrest. Although it is noted that per the product's instructions for use (IFU) that the events of death, hypotension and angina (chest pain) are known adverse events associated with device use, the exact cause as to why these events occurred could not be established. The product's IFU also identifies events that can result in a cardiac arrest. No reported device malfunction was reported which could potentially have contributed to the events that occurred.